Manufacturer narrative:
H3: product analysis found trivantage tube was returned in a large plastic sleeve (non-original packaging). Upon return, there were no traces of contamination observed on the device. There was also no damage noted in the construction of the device. A syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues, there was no leakage observed. Furthermore, the cuff and the inflation assembly were submerged under the water for leak observation, and there was no leak observed coming from the cuff or the inflation assembly. There was no leak detected during the analysis of the returned device. The complaint was not confirmed; no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation phase for thyroid surgery catheterization, air leakage was found in the balloon. Procedure delay 10 minutes. The procedure was completed with backup product(s). There is no patient impact.